Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information and results of the final investigation. Updated fields: b the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was gap when connecting the telescope and coupler unit loose of camera head. The issue occurred during set up and inspection before patient in room. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Reported failure was confirmed with the help of previously investigated failure through the product technical investigation (pti) process. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: gap when connecting the telescope due to loose coupler unit which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.